Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of output anomaly was confirmed in the laboratory. An arc mark was observed on the can. The analysis indicated the output circuitry functionality was tested on the bench and all low voltage device functions were normal. It is believed the cause of the output circuitry damage was to a lead shorted.

Event description:
It was reported during implant, upon induction testing, low impedance was observed and the device delivered two alerts - possible high voltage lead issue and possible output circuit damage. The physician re-examined the pocket and noted that there was a lead issue. The sosd alert was cleared and a new rv lead was implanted. This device was not implanted.